Event description:
It was reported that the patient developed an infection and had their dual chamber pacemaker system removed. The system was replaced with a leadless pacemaker system. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).